Event description:
Information received from legal: plaintiff was implanted with a right abgii modular hip stem on (B)(6), 2011. It¿s further alleged that blood work revealed elevated levels of cobalt and chromium. The patient¿s right hip was revised on (B)(6), 2019.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an abgii modular device was reported. The event was confirmed. Method & results: -device evaluation and results: device evaluation was not performed as no devices were received. -device history review: review of device history records could not be performed as the reported device was not properly identified. -complaint history review: a search of the complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012 067. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal ion level is considered to be under the scope of this recall. No further investigation is required.

Manufacturer narrative:
Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated levels of cobalt and chromium is considered to be under the scope of this recall. No further investigation is required. Device evaluated by manufacturer? Not available.

Event description:
Information received from legal: plaintiff was implanted with a right abgii modular hip stem on (B)(6) 2011. It¿s further alleged that blood work revealed elevated levels of cobalt and chromium. The patient¿s right hip was revised on (B)(6) 2019.